Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012536360 was returned and analyzed. The catheter appeared intact without any issues. Mechanical verification of steering and slide mechanisms was carried out. The slide control function stuck. The shape of the capture device is unremarkable with no atypical features. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging confirmed an entangled electrode wire of the distal shaft. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the catheter failed the return product inspection due to entangled electrode wires of the distal shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure with pulsed field ablation (pfa) using the pulsed field ablation catheter, the catheter slide control was not functioning. The procedure took place in a sterile ep lab where the catheter was handed off sterily and prepped in the usual manner. The cable was connected, the catheter was flushed with heparinized saline, another manufacturer's guidewire was inserted into the lumen, and the array was captured using the 1/3 method under heparinized saline. After transeptal access and creation of a 3d map, the catheter was inserted into the left atrium (la). The array was deployed at the left superior pulmonary vein (lspv) using the 1/3 method, and ablation was performed on each of the four veins without difficulty. After completing the ablation, the array was recaptured into the sheath using the 1/3 method and removed from the body. Outside the body, the scrub technical attempted to re-prep the catheter but was unable to move the slider. A second scrub technical managed to move the slider by advancing the wire a few more centimeters. The catheter was successfully re-prepped and reinserted into the la to complete the ablation without any issues or complications to the patient. At the end of the procedure, the field contact noted that moving the slider seemed more difficult than usual and decided to send the catheter in for further evaluation. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.